Event description:
It was reported that the customer had issues with her sensors. One sensor did not stick to the customer and when she removed the insertion device, the entire sensor collapsed. Another sensor did not communicate with the transmitter and had blood on it. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The needle complaint could not be confirmed due to the customer only returning the sensor without the needle. No adhesive anomaly could be confirmed on an opened and used sensor.